Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not calibrate properly. The stylus was not accurate due to the calibration and attempts to re-calibrate were not successful. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus and calibration issues. Analysis also noted that the rear display cover mounting tabs were broken, the power cord bay was broken, the upper handle cover was cracked, and both keyboard slide rail covers were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.